Manufacturer narrative:
H3, h6: the device, used in treatment was returned for evaluation. Visual inspection of the returned device confirms that the device has signs of wear and tear from use. According to clinical/medical investigation, the tip of the stem impactor broke off. This occurred during a total hip replacement procedure when the device was inside the patient. No delay reported was reported. The surgeon used the stem impactor without the screw in piece. The surgery was completed with the original equipment. Reportedly there was no injury or impact to the patient. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. We consider this investigation closed. Credit will be issued for the device.

Event description:
It was reported that during stem insertion the tip of the stem impactor rod broke off in echelon implant. It broke off where it is screw into femoral implant this occurred in a total hip replacement procedure when the device was inside the patient. No delay reported. The procedure was finished using a change in the surgical technique.